Event description:
Patient reported obtaining back-to-back blood glucose results of 550 mg/dl and 140 mg/dl, while using the suspect device. Two days later, pt reportedly performed an additional set of back-to-back tests with results of 320 mg/dl and 138 mg/dl. Patient indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.